Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). .the device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the top case was cracked by front left corner. No damage to bottom case. Plunger head is cracked by screws. During power up process, the reported problem was duplicated. The root cause of the reported issue was found to that the super cap was not working as intended. Black panasonic super cap present and worn drive train. Replaced main printed circuit board. Performed power up process and all functional tests passed. Also, replaced old and worn parts inside drive train. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a supercap, motor rate error. No patient injury was reported.